Event description:
It was reported that the ilet touchscreen fractured when the user fell at a baseball game and landed on the device, rendering the screen unusable and the device nonfunctional; the problem involved the touchscreen component and was characterized as a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen and device fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-related factors.